Manufacturer narrative:
Unit passed displacement test. Hardware low level failure alarmed during self test and confirmed in pump history with variable (003) due broken trace at pin 1 and pin 6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the central button was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.